Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire detachment occurred. A samurai guidewire was advanced to cross the lesion. Upon removing the device from the patient's body, it unraveled and eventually broke up. The device was completely removed from the patient. No patent complications were reported.

Manufacturer narrative:
Manufacturer name corrected from boston scientific - (B)(4) to boston scientific -(B)(4). Upn- search corrected from (B)(4) to (B)(4). Upn corrected from (B)(4) to (B)(4). Mfg site name corrected from boston scientific -(B)(4) to boston scientific - (B)(4). Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire broken, as part of overall visual revision. Examination of the returned product revealed that the core wire was severed at approximately 42mm from the distal tip and was bent in a spiral fashion over a length of 90mm from this position. The coil was also severed at approximately 45mm from the distal tip and stretched to approximately 595mm. With these observations, it is estimated that the approximately 42mm of the core wire is missing. The length of the coil missing could not be determined since it was stretched. It was reported that no coil nor core wire was left in the patient body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guide wire detachment occurred. A samurai guidewire was advanced to cross the lesion. Upon removing the device from the patient's body, it unraveled and eventually broke up. The device was completely removed from the patient. No patent complications were reported.